Event description:
It was reported by the affilite that the (1) er320 was used during an unknown procedure. It was reported that the clip applier lost its right jaw as soon as the surgeon tried to fire it. The jaw was retrieved. The case was completed with another device and with no pt consequence.